Event description:
Rec'd report after home care co got their unit back and calledp. S. Mngr for offical evaluation report. Original circuit & probe had been returned w/unit but were discarded by tech at p.s. Reporter at home care co., explained that the event involved an 11 year old male pt with neuromuscular disease of unknown etiology. As a result he requires mechanical ventilation 24 hrs a day. He does have response to pain stimuli. The rn caring for the pt reported that she noticed him restless about midnight, and upon walking into thew rm heard the "woosh" of air escaping the system. She found two melted areas in the hhtd wire circuit. One where the circuit was across the pt's stomach & one where the circuit was across the pt's left forearm. A redden area of 2" x 1" was noted on his arm. The redden area on his abdomen was said to have dissipated by 3 am but the area on the arm remained & was said to exhibit a white blister. The rn insisted the arm burn occurred through a sheet & pajama sleeve. The pt was transported to a local e.r., treated w/silvadene ointment & returned home. The humitemperature was said to have been reading 37.7 degrees c & no alarms were activated at the time of this event. The humidifieer settings were reported as always being set at 35-37 degrees and the other control at 0 to 1. The family is looking for compensation for their e.r. Bill as their insurance carrier refuses to cover.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.